Event description:
Patient reported that the pump wake-up button was becoming non-responsive, requiring multiple attempts to activate the screen and bolus with the pump. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional action was taken.